Event description:
Event description guidant received information that this patient had their previous system extracted at the time of a heart transplant. It was reported that during extraction of this chronic right ventricular defibrillation lead, the lead was cut and the proximal coil could not be removed and was thus left within the patient. It was reported that they are now implanting a new system. The caller inquired as to whether or not a new dual coil defibrillation lead could be implanted.